Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that parameters on the cockpits appear to change repeatedly without any intervention on the part of nursing staff. It is described that alarm limits change of their own accord. This happened with the spo2 saturation and the nbp medium pressure. For example, a red alarm was acknowledged of its own accord with a three-minute alarm suspension period. In another instance, a 15 second residual run time for an alarm suspension period was suddenly displayed on the device and on the central station. And on another occasion, the audio pause was switched on/off at the central station only, suppressing the alarm tone.

Manufacturer narrative:
The iacs and ics logs were reviewed. The iacs logs did not show any errors during the date of the event. All alarms generated as expected and the device functioned as designed. The ics logs showed connection issues between the central station and beds s5-1 and s5-2. There were also many entries during the date of the event of user initiated audio pauses, alarm pauses, and alarm limit changes. Additional information was provided stating they did have a network issue that day. Multiple attempts were made to collect additional information, however was not received. Where the reported issue could not be confirmed, root cause could not be determined. The customer noted there have been no further issues since this complaint. The IFU mentions that after admitting a patient, always verify that the set alarm limits are appropriate for the patient. Interruptions to network communication can limit parameter information and alarm annunciation to the bedside. Respond to network alarm errors immediately to ensure continued monitoring from areas remote to the bedside.

Event description:
Please refer to the initial report.